Manufacturer narrative:
(B)(4) as no lot number was provided, a review of the device history record could not be performed. All process and test criteria are verified as complying with the finished product specifications for all released lots. A review of historical complaint data displayed no increase in trends.

Event description:
According to the reporter, the aim of the study was to evaluate the feasibility and the results of the laparoscopic management of parietal wall defects in patients with a bmi (body mass index) and gt: (B)(6). The surgical procedure was standardized: 3 ports, mesh type, fixation with non-absorbable transfacial sutures, and tackers. No intraoperative complications or deaths occurred. Although the recurrence rate after incisional and primary ventral hernia treatment is higher in obese patients than in the general population, the complication rate is multifactorial, related to intra-abdominal hyperpressure in obese patients and to the poorly vascularized subcutaneous fat. One patient presented with postoperative obstruction that was medically managed over a period of 6 days. Additional information has been requested but not yet received but nothing further has been provided.